Event description:
A patient reported experiencing inaccurate erratic results with a otu meter. The patient's blood glucose results were 181 mg/dl, 138 mg/dl. Tests were done within 1 minute with a difference of 24%. Patient did not experience any adverse events. No further information has been reported.